Manufacturer narrative:
Upon receipt at (B)(4) laboratory the device was thoroughly inspected and analyzed. The device was returned with the rv lead in the ventricular lead barrel. The rv- setscrew was tightened against the lead pin. The lead was removed without difficulty. The ra+ and rv+ seal plugs were missing. All setscrews moved freely and operated normally. Microscopic visual inspections noted tool marks in the device casing. It appeared that the rv+ seal plug was cut off. The rv+ retainer ring was bent upward. A hole was noted in the df+ seal plug. All other seal plugs were intact and all setscrews moved freely and operated normally. The device was then subjected to, and passed, a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The clinical observation could not be confirmed.

Event description:
Boston scientific received information that the patient with this device underwent a surgical procedure to add a right atrial lead. The physician also elected to remove the device as the device was nearing a battery status of elective replacement indicator (eri). While attempting to remove the chronic right ventricular (rv) lead from the header of the device, the proximal set screw for the pace/sense portion of the rv lead became stuck. While attempting to loosen the set screw, the tip of the wrench broke off in the seal plug. With a pair of surgical pliers, the tip of the wrench was able to be retrieved. Additional attempts to loosen the set screw with made without success. The physician then cut the right ventricular lead. A new rv lead was placed. The device has been returned for analysis. There were no adverse patient effects reported.